Event description:
It was reported that during a da vinci-assisted surgical procedure, the surgeon contacted an intuitive surgical, inc. (Isi) clinical sales representative (csr) and stated the left master tool manipulator (mtm) was not opening. The csr elaborated that the spring on the grip of left mtm seemed to have failed and was no longer opening the jaws. The surgeon was able to move to the other console and continue with the case. The procedure was completed with no report of patient harm, injury, or adverse outcome.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse noted that the left master tool manipulator (mtm) gimbal spring was not working, resulting in the gimbal to not fully open on its own. The fse replaced the mtm to resolve the issue. The system was tested and verified as ready for use. Isi received the mtm involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed and replicated the customer reported complaint, "grip calibration failure along axis 8; gimbal grip." Fa noted they were able to reproduce the failure during calibration, as it was noticed that the axis 3 counterbalance cable and spring were not holding proper tension; causing excess friction on axis 5 during certain movements.